Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
Medtronic received information that, while in a procedure, the gantry homed before opening the door. It was noted that the gantry was tilted when the user attempted to open the door. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.